Event description:
It was reported that the customer intermittently experienced a high blood glucose (bg) level ranging from 400 to 543 mg/dl with trace ketone levels. The cause of the high bg was unknown. The infusion set and cartridge were changed to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.